Manufacturer narrative:
Product was not returned for review. The root cause of packaging issue was unable to be determined as limited clinical details were provided and no product or missing component image was returned for review. The patient had a lad flush occlusion which would make the insertion of the repo sheath difficult as the primary origin of the arteries is hard to find with that medical condition. Therefore based on the clinical information, the root cause of the positioning issue was patient condition related to the patients anatomy. The patient had blood oozing from the insertion site while coughing and no other information is provided. Therefore, the root cause of the access site bleeding issue was most likely due to patient movement. As noted in the impella IFU: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, it was noted the staff performed an external right to left femoral bypass in place for occlusive repositioning sheath. Additionally, it was noted the patient had persistent coughing causing new onset oozing at puncture site with rising lactate ; currently 2.9. Some discussion had regarding left ventricle thrombus at apex but ruled out thus far with plans to proceed with escalation to impella 5.5 in the next few hours.